Event description:
The customer reports that during an unknown procedure, the device would not staple. A new device was used to complete the procedure. There was no patient impact. No other details of the event are known.

Manufacturer narrative:
(B)(4). Information was not provided by contact. The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.